Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. Upon interrogation, it was noted that the implantable cardioverter defibrillator delivered shock therapy due to the incorrect interpretation of atrial fibrillation leading to rapid ventricular response. Programming changes were made. The patient was in stable condition.